Event description:
A nurse reported that the equipment did not drain to the bag during a vitrectomy procedure. The procedure was completed with the same equipment, but with another cassette. There was a delay of 30 mins. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and made adjustments to the fluidics module. The system was then tested and met all product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).